Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the implantable cardiac monitor had eroded through the pocket. No signs of infection were noted. The device was explanted. The patient was in stable condition.